Event description:
It was reported that the patient experienced low blood glucose after announcing a less-than-usual meal while using a newly started ilet system, and the patient acknowledged entering correction announcements with meal announcements when glucose was high. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and no alerts or alarms reported. Troubleshooting and education were completed, including guidance to allow the ilet to deliver insulin as needed, to use usual meal announcements during the first one to two weeks to train the system, and to ensure the sensor remains connected. Investigation included user education and review of use patterns. Investigation of this case revealed use behaviors that could contribute to hypoglycemia, including combining correction dosing with meal announcements and using reduced meal announcements during early system adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.